Event description:
Suspected 7 false positive flu b results out of 9 tests. No confirmatory testing performed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.